Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, a cause for the reported tissue injury could not be conclusively determined. The reported hypotension and bleeding appear to be cascading effects of the tissue injury. The reported patient effects of tissue injury, hypotension, and hemorrhage, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. The provided video was reviewed by an abbott senior staff clinical r&d engineer. The reviewer stated, "one (1) video was provided capturing four different bicaval views. In each view, the reported sgc can be visualized transeptally positioned with the tip of the sgc located in the left atrium. There is a notable artifact observed in the left atrium moving around the distal curve of the sgc shaft near the transeptal puncture. Based on the movement in the 3d image (bottom left), the artifact appears to be tethered / fixated to the septum / atrial wall with a faint "tail" observed extending from near the sepal puncture where the sgc is exiting. This suggests the artifact is a tissue structure, likely originating in the left atrium, and aligns with the reported incident details that "upon review, the physician felt as though the apparent clot was tissue." There are no issues observed with the sgc device and no other observations based on the video provided."

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The steerable guide catheter (sgc) was inserted into the left atrium (la), but what appeared to be a clot on the guide was seen on echocardiography. Aspiration was performed, which seemed to be successful. The clip delivery system (cds) was inserted, and the clip was deployed, reducing mr to a grade of 2. After removal of the cds, a ¿clot¿ was still observed in la. Aspiration was performed again, but upon review, the physician felt as though the apparent clot was tissue. Post procedure, the patient experienced hypotension and a cat-scan showed inguinal and abdominal bleeding. No additional treatment was performed and is unknown if the sgc caused or contributed to these patient effects.